Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for original complaint.- litigation papers allege the patient continues to suffer from persistent pain. Additionally it is alleged the patient intends to undergo revision surgery to remove his devices and replace them with new hip implant systems, if indicated by his doctor.update: 11/14/2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.